Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred during the diagnosis procedure. The procedure was completed by using low load fluoroscopy. The philips field service engineer (fse) inspected the system onsite and confirmed that the oil was leaking from the cooling unit. A review of the system logfiles found that the system was unable to produce x rays. The defective cooling unit was returned for analysis, and it was concluded that the oil was leaking at the de-aerating hose. The fse replaced the cooling unit. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave alerts indicating the cooling unit flow switch was open and low-load fluoroscopy was active, preventing x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.